Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30 jul 2020.

Event description:
The customer reported the unit will not power up. The customer reports that the operators state that the issue began with display issues. Now the unit will not power on at all. The customer confirmed the unit has new battery and will not power up. Customer confirmed unit has new battery and will not power up. The remote manufacturer's service technician advised the customer to verify 12 and 24 volts from the power supply. The customer did not have meter leads to verify. The remote manufacturer's service technician advised the customer to verify voltage and if voltage was not present from the supply to call back. Otherwise field service engineer (fse) will contact to replace the power management board. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
G4:29jan2021. B4:01feb2021. The device was not in use but was being powered on to be used. There was no reported patient or user harm. The fse recreated the failure and replaced the pm (power management) printed circuit board (pcb) to resolve the reported issue. Performed all required test and passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.